Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when the user attempted to issue a medication. Additionally, the order no longer appeared on the patient¿s profile for dispensing. A check of the drawers found no issues, and the drawer opened successfully during testing. Upon reviewing myqlink for the medication order, it was observed that the order had the same start and end time, which appeared to have been recently updated. The customer used the add item button to request the medication again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) found no malfunction in the drawers. The medication order requested was discontinued, and the user added the medication to the profile and submitted the request again. The system functioned as intended after the technical support specialist investigated the device.